Event description:
It was reported that the ventilator generated alarms for low gas supply. There was no patient harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly replaced the air gas module. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.